Event description:
A (B)(6) male patient called zoll customer support to report that the charger/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger/modem was not able to recognize a battery pack. The cause for the inability to recognize a battery pack was a shorted u13 (8-bit cmos flash micro-controller) component and a shorted q1 (current controlling transistor) on the bedside board. Correction: patient's charger/modem was replaced and returned for evaluation, repair and refurbishment. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The patient was issued a replacement charger/modem.